Event description:
A malfunction was reported on the pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, and the pump was cleared for continued use. The customer was advised to report any recurrence of the malfunction, and they acknowledged this guidance.